Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4), could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2018. The cause of death was unknown. No autopsy was requested, the pump was not explanted, and it was not returned for evaluation. No further details were provided.